Event description:
An outside law firm reported that a patient experienced complications following a right knee prosthesis that required subsequent medical intervention. According to the operative report dated (B)(6) 2021, the patient underwent a primary right total knee arthroplasty for tricompartmental degenerative joint disease (djd) with varus deformity. The procedure was performed using aesculap vega components, which were cemented in place using palacos bone cement. The operative report indicates that the components were implanted with appropriate alignment and stability, with central patellar tracking and no evidence of varus or valgus instability. The patient tolerated the procedure well and was taken to recovery in good condition. No intraoperative complications were reported. According to a subsequent operative report dated june 30, 2025, the patient underwent a revision right total knee arthroplasty due to failure of the prior knee replacement with loosening of components. Intraoperatively, both the femoral and tibial components were noted to be loose with fragmentation of cement and were removed without significant difficulty. Revision was performed using another manufacturer's components with stemmed femoral and tibial implants, which were cemented in place using palacos bone cement. Trialing and final implantation demonstrated full extension and flexion with no medial or lateral instability. The operative report indicates that the patient was taken to recovery in good condition and no intraoperative complications were reported.

Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.